Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump time was inaccurate and that an occlusion alarm occurred. Customer's blood glucose level ranged between 398 mg/dl and in the 400's (mg/dl). Reportedly, the customer changed pump supplies to resolve issue.